Manufacturer narrative:
A letter was sent via e-mail to the dist in another country,requesting add'l info concerning the reported event and the condition of the pt. As of the date of this report there has been no add'l info rec'd. A return goods authorization (rga) number was issued to the distributor in another country for the return of the alleged faulty pt circuit for eval. As of the date of this report, the alleged faulty pt circuit has not been rec'd.

Event description:
The following description of the event was reported to viasys by the foreign distributor via an email based on a letter the foreign distributor rec'd from the user facility. "It was discovered that a baby, being ventilated via the 3100 sensormedics hfo, had not been receiving warm humidifier gas due to a fault in the circuit humidifier heater wire. This, in itself, was potentially damaging to the baby's lungs. However, the baby was also receiving nitric oxide therapy, common in this pt group. Sudden discontinuation of this therapy poses a danger to the pt, so there was an urgent need to continue. Hence a complete replacement set up was required; fresh circuit, ventilator, nitric oxide delivery system, etc. A biomedical engineer was recalled after hrs to oversee the changeover. The process required approx 1.5 hrs of set up time, explanations needed to be made to distressed parents, and equipment needed to be moved."